Manufacturer narrative:
Plant investigation: the complaint device was not returned to the manufacturer, preventing a physical evaluation from being performed. A production records review was performed on the reported lot, indicating one approved temporary deviation notice (dn) during the production of this lot. The identified dn is unrelated to the reported complaint event. There was no indication of product non-acceptance or deviation in the manufacturing process related to the complaint event. This includes non-conformances, rework, labeling, process controls, and any other occurrence in production that was potentially related to the complaint. The lot met all release criteria. A definitive conclusion regarding the complaint incident cannot be reached without physical examination of the actual device. Therefore, the complaint is not confirmed.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility clinical manager reported that a dialyzer blood leak occurred approximately 31 minutes after the initiation of the patient¿s hemodialysis (hd) treatment. The blood leak was noted as being an internal blood leak. The machine, a fresenius 2008t machine, alarmed appropriately with a blood leak alarm. Blood leak test strips were used, and tested positive for the presence of blood. There was no defect, or damage seen on the dialyzer. The patient¿s estimated blood loss (ebl) was approximately 180 ml. There was no patient injury, adverse events, or medical intervention required as a result of this event. The patient was completed successfully on the same machine with new supplies. The complaint device was reported to be unavailable to be returned to the manufacturer for evaluation.